Event description:
Air was injected into a patient during a cardiac diagnostic procedure. No patient harm or injury was reported. Lab personnel reported that the catheter may not have been flushed properly prior to clinical use. Device was discarded after the procedure.

Manufacturer narrative:
Device evaluation: device evaluation in progress but not yet complete. Conclusion: samples from the same lot as the suspect device were returned to merit medical for evaluation. A follow-up report will be submitted when the investigation is completed.